Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the german guideline. Oekg confirmed that crack on plastic parts of the device, lifting and gap on the bending cover glue, and dirt adhered on the cylinder of the air/water and the suction. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The user facility said that water was sometimes coming out from the scopes that have been connected to the drying cabinet for some time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the instrument channel of the device tested positive for micrococcus luteus, staphylococcus epidermidis, and acinetobacter lwoffii. The device had been reprocessed with an olympus automated endoscope reprocessor model etd double, using peracetic acid. There was no report of infection associated with this report. This user facility reported back in (B)(6) 2020 that this device tested positive. At that time, no microbes were detected in olympus investigation. According to information provided by the hospital, a nurse sometimes saw water coming out of the scope while the scope was in a drying cabinet.